Manufacturer narrative:
DHR review: the complaint lot# is 4351793, sku is 383313, assembly in suzhou plant on 2024.dec.25, lot quantity is (B)(4) ea. Review the in-process test record and outgoing test report, all test results meet the product specifications, no abnormal found. Review the product assembly record, no non-conformities, deviations, or rework activities for this lot. Returned sample analysis: no sample available. Retain sample analysis: sampling 2ea from the retain sample of the same lot to do leakage test, test result is within product specification. Possible cause analysis: based on the information, leakage is reported from tubing and y port. The possible reasons for this type of failure may including: 1. Tubing damage/broken issue, or poor prn assembly status. 2. The swaging between tubing and luer-adapter is not good, leakage is from the swaging location. Current manufacture already has control procedures as below to monitor and prevent this kind of defect: 1. Both in-process and outgoing sampling will check the pull force related extension tubing, including the swaging force, a poor connection can be detected. 2. Both in-process and outgoing sampling check do leakage test for component with extension tubing and prn connector. Conclusion: defect sample is not available, and the retain sample leakage test result is pass, so the root cause is not clear for this leakage issue.

Event description:
No additional information is available.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd saf-t-intima w/y adapter yel 24ga x .75i tubing was defective / damaged it was reported by customer that when using saf-t intima subcutaneous (sq) infusion catheter, noted at initial push of darzalex, tubing leaking at tubing y site. Wrapped with opsite to continue infusion to conclusion. Verbatim: rcc received a complaint via email. Email(s) attached using saf-t intima subcutaneous (sq) infusion catheter, noted at initial push of darzalex, tubing leaking at tubing y site. Wrapped with opsite to continue infusion to conclusion. Lot #4351793 ref 383313.